Event description:
A manufacturer received an allegation that during the testing of a device at a user facility, it failed a test step regarding the flow sensor. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned due to a complaint of failing negative flow. Upon evaluation, the fault could not be replicated, and no actionable error codes were found in the device logs. Standard preventive maintenance was completed, including valve and battery assessments, which passed. The device passed all functional tests and was returned to service. Because no malfunction was confirmed and no patient harm occurred, this event is not reportable under 21 cfr 803.